Manufacturer narrative:
The lead remains implanted and the physician will monitor the lead in two months. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this atrial lead displayed an increase in impedance measurements from 1000 to 2030 ohms. The lead was operating appropriately and the other diagnostic measurements were stable. The device was programmed to aair mode. No adverse patient effects were reported.